Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿do not put any other drugs or medications inside your pump cartridge. The pump is designed only for continuous subcutaneous insulin infusion (csii) using u-100 humalog or u-100 novolog/novorapid insulin. Use of other drugs or medications can damage the pump and result in injury if infused.¿

Event description:
It was reported that an occlusion alarm occurred. Customer reported using other medication and pump for non diabetic reason, tandem technical support informed customer that this is off label. Customer changed pump supplies and resumed insulin therapy. The customer's blood glucose level was 86 mg/dl.